Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced to post dilate the lesion. However, upon the 1st inflation, the balloon ruptured at 15 atmospheres after a duration of 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.